Manufacturer narrative:
Evaluation, results and conclusions: inherent risk of procedure - (mi death). (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Two endeavor sprint drug eluting stents were implanted in the lad during the index procedure. It is reported that the patient suffered an acute non-stemi approximately 1 month post index procedure. It is reported that the target lesion was not involved. Investigator has indicated that the event had remote relationship to the study device. It is reported that there was a revascularization carried out with the placement of an endeavor sprint stent in the diagonal branch and the patient recovered with treatment. It is reported that the patient presented with unstable angina approximately 3 months post index procedure. The patient was also suffering from end stage renal dysfunction, diabetes, pulmonary hypertension, anaemia and ischemic cardiomyopathy. There was a balloon only revascularization carried and the patient recovered with treatment. Investigator has assessed that revascularization was probably related to the device. Approximately 22 months post index procedure the patient expired. Investigator has assessed that the event 'seems to be a natural death' and was possibly related to the device.

Event description:
Additional information received stated that the previously reported patient death was due to cardiac arrest.